Manufacturer narrative:
Updated data: b5 d4 h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the patient's aortic root and sinuses were very large and the patient's anatomy was not touching the first valve. The physician wanted to post dilate the two valve frames to ensure the valve was fully opened, to have the most appostion and to prevent valve migration of the first valve.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a large sinus of valsalva diameter and dilated ascending aorta, during valve release, one paddle of the delivery catheter system remained in the pocket. Subsequently, as the delivery catheter system (dcs) was withdrawn, the valve was pulled out of the native annulus. The outflow of the valve moved to the sinus of valsalva. The dcs was fully withdrawn from the patient. A second valve was implanted inside the dislodged valve. Following deployment of the second valve, a post-implant balloon aortic valvuloplasty was performed with a 24 mm non-medtronic (true) balloon. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-29, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Method code updated corrected data: b5. Event description corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a large sinus of valsalva diameter and dilated ascending aorta, during valve release, one valve frame paddle remained in the paddle pocket of the delivery catheter system (dcs). Subsequently, as the dcs was withdrawn, the valve was pulled out of the native annulus. The outflow of the valve moved to the sinus of valsalva. The dcs was fully withdrawn from the patient. A second valve was implanted inside the dislodged valve. Following deployment of the second valve, a post-implant balloon aortic valvuloplasty was performed with a 24 mm non-medtronic balloon. No additional adverse patient effects were reported.